Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported leak (loss of fluid column) appears to be related to procedural condition. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system (cds0601-ntr) is filed under a separate medwatch report number.

Event description:
This is being filed to report the leak requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. During preparation of the clip delivery system (cds), the clip would not lock. After the second attempt the clip was able to be locked therefore it was advanced into the steerable guide catheter (sgc). After advancing through the clip introducer, the clip arms jumped opened again and column was noted to be lost on the sgc. Aspiration was performed and the clip arms were closed and the cds removed. Two new cds were used with the same sgc, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.